Event description:
After 5 months of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
Method: since the device was not returned, the production history and sterilization records were reviewed. Results: the records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Mfg data for the pacemaker in object: mfg date: 27 july 2005, use before date: 27 august 2006, sterilization lot number: s050818. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.